Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign material was on the plunger of the bd¿ syringe with bd luer-lok¿ tip. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: a photo and a sample were received for evaluation. Both showed bubbles in the plastic. No foreign matter was found. Bubbles are caused when vents on the mold are partially plugged with plastic gas discharge preventing/obstructing primary vent discharge or mold melt disk probes partially obstructed which creates a jetting effect in the plastic flow. In turn, this creates head and uneven flow through the gates and causes bubbles. Mold melt disk, gates, and vents are cleaned when the mold is sent to repair. Bubbles have a low defect rate that does not affect the function or cause leakage. No corrective actions required at this time, defect rate is within allowed quality limits per bd¿s specifications. A device history record review could not be completed as no batch number was provided. Investigation conclusion: vents on mold partially plugged with plastic gas discharge preventing/obstructing primary vent discharge or mold melt disk probes partially obstructed which creates a jetting effect in the plastic flow. In turn, this creates head and uneven flow through the gates and causes bubbles. Mold melt disk, gates, and vents are cleaned when the mold is sent to repair. Bubbles have a low defect rate that does not affect the function or cause leakage.

Event description:
It was reported that foreign material was on the plunger of the bd¿ syringe with bd luer-lok¿ tip. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.

Event description:
It was reported that foreign material was on the plunger of the bd syringe with bd luer-lok tip. There was no report of exposure, injury, or medical intervention noted.